Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not explanted.

Event description:
It was reported to nevro that the patient developed an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. A wound vac was used and there have been no reports of further complications regarding this event. The patient is currently using their device with effective pain relief.